Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the top of the air bubble detector came off. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The field service rep (fsr) determined the hinge pin on the air bubble detector was not repairable in the field. A replacement ultrasonic air sensor (uas) was sent to the customer and the suspect uas was returned to the manufacturer for eval.